Event description:
It was reported that the filter was tilted. On (B)(6), 2004, the patient was implanted with a greenfield filter. The patient had a history of recurrent pulmonary embolism (pe). On (B)(6), 2020, the patient received an abdominal CT scan. The inferior vena cava (ivc) filter was in place with a 4 degree leftward tilt of the filter tip. No patient complications were reported.